Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent ipg replacement procedure. The explanted device will not be returned.